Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were having sensor issues. Customer had sensor with inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 99 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Customer also reported getting change sensor alert after a calibration not accepted alert and bent cannula. Customer calibrated with a 56 mg/dl blood glucose and treated with food. Customer also reported high blood glucose of 284 mg/dl. The customer declined troubleshooting for their blood glucose. Customer was advised with proper insertion techniques. The sensor will not be returned for analysis.